Event description:
It was reported that the site's hand held screen was freezing during an interrogation, and occasionally after the hand held was turned on. Removing the flashcard would temporarily resolve the event; however, the screen would continue to freeze. The site requested that a new device be sent to replace the non-working hand held. The non-working hand held and software have been returned to MFR and pending the analysis findings.

Manufacturer narrative:
Code: device malfunction suspected, but did not cause or contribute to a death or serious injury.